Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had previously declared a battery status of elective replacement indicator (eri). It was reported that the monitoring voltage was 2.53 volts and the charge time was 28.3 seconds. This device was listed on the shortened replacement window advisory, originally communicated on (B) (6) 2007; however at this time there is no evidence to suggest that this product was exhibiting the advisory behavior. The patient's physician was inquiring whether or not it was safe for the patient to travel from (B) (6) to (B) (6). Technical services (ts) discussed providing no ventricular tachycardia (vt) storm or frequent shocks, it should be reasonably safe for the patient to travel to (B) (6). No adverse patient effects have been reported.

Event description:
Subsequent information indicates that this product was explanted and replaced due to long charge times tripping eri.

Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.